Manufacturer narrative:
The investigation identified that the issue stemmed from an incomplete order entry in the customer¿s laboratory information system (lis). The first order (sid (B)(6) was never fully completed before the second order (sid (B)(6) was created. When the lis transmitted sid (B)(6), it ended the message with an <etb>, causing the ams host driver to expect additional data. Instead, the lis sent a new patient record. Due to the incomplete order entry and the <etb> message termination, the ams system carried over the demographics from the first sid to the second. A review of tracking and trending of the aliniq did not identify any trends related to the complaint issue. A review of manufacturing documentation did not identify any issues associated with the complaint issue. A review of the labeling indicated it is not related, nor contributing to the issue identified in the current complaint. Based on the investigation the aliniq ams is performing as intended, no systemic issue or deficiency of the aliniq ams, software (version 3.01) was identified.

Event description:
The customer observed that the aliniq ams transmitted a different patient name to the analyzer compared to the barcode on the sample. The customer confirmed that the patient's name in the lis matched the patient's name on the barcode. This occurred while two samples (sids (B)(6), were run at the same time. No impact to patient management reported.

Event description:
The customer observed that the aliniq ams transmitted a different patient name to the analyzer compared to the barcode on the sample. The customer confirmed that the patient name in the lis matched the patient's name on the barcode. This occurred while two samples (sids (B)(6), were run at the same time. No impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.